Manufacturer narrative:
Analysis received the unit with blank display and constant tone alarm due to corroded electronics assembly. The unit was found with corroded motor home switch. Analysis was unable to test for button/keypad anomaly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was unknown at the time of incident. The customer stated there is a constant tone and black circles in display. The customer stated there is no button response. The insulin pump will be returned for analysis.